Event description:
Related manufacturer reference number: 2017865-2023-05118. It was reported that the patient presented in clinic for follow up. Upon review, the atrial and right ventricular leads exhibited noise. A fracture was suspected on both leads. The leads were capped and replaced on (B)(6) 2023. The patient condition was stable.